Event description:
It was reported that during an unspecified procedure, peeled guide wire coating occurred. The physician was attempting to treat a lesion located in tortuous anatomy with the use of an amplatz guide wire. The amplatz guide wire was advanced inside the pt, however, resistance was met and the outside coating began to peel back and unravel. The device was removed from the pt intact. The procedure was completed with the use of another guide wire. There were no reported patient complications or injuries. The pt is listed as "fine".

Event description:
It was reported that during an unspecified procedure, peeled guide wire coating occurred. The physician was attempting to treat a lesion located in tortuous anatomy with the use of an amplatz guide wire. The amplatz guide wire was advanced inside the patient, however, resistance was met and the outside coating began to peel back and unravel. The device was removed from the patient intact. The procedure was completed with the use of another guide wire. There were no reported patient complications or injuries. The patient is listed as "fine".

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned complaint device found bends/kinks at 3.5cm, 15cm, 57cm, 75cm, and 125cm proximally from the distal tip. There was evidence of scraped guide wire coating at several locations along the wire indicating that it had come into contact with a sharp object. No other damage or inconsistencies were noted to the device during analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).